Event description:
It was reported that the 9800 system intermittently locked up and images were not storing correctly. No pt involved.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu and software upgrade kits were installed during the service call. The system was tested and found to be working as intended and put back into service.